Manufacturer narrative:
The overheating of the device could not be duplicated. The device runs but is noisy and rough. The motor is worn inside and cannot be repaired. The bearings, seals, retaining rings and shaft key will be replaced due to preventative maintenance. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.

Manufacturer narrative:
Evaluation was not performed; the device was not returned for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that the device was overheating. There was no patient impact.